Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Customer delivered a correction bolus via the pump to address the bg. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.